Event description:
The reporter stated that the surgeon inserted a visian icl (implantable collamer lens model micl 12.6mm lens in the eye and noticed the haptic was torn. The surgeon enlarged the incision minimally to remove the lens and put in another same model lens. No suture was used.

Manufacturer narrative:
Work order search, results - a work order search was performed for similar complaints within the search and no similar complaint were found.